Event description:
After 20 years of successful use of hear cochlear implant, this patient fell and then could no longer hear with the device. Their external equipment was exchanged out, but this did not resolve the problem. Using the appropriate diagnostic equipment, it was detrmined that the device was not functioning according to the manufacturer's specifications. Explantation/reimplantation surgery is being considered but has not been decided upon.